Event description:
It was reported to philips that the heartstart mrx defibrillator showed a shock equipment malfunction device error service required message when turning the device off then on when leads were removed from the patient. There was no negative patient impact.